Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm and one e code error alarm. The insulin pump had random no delivery alarm and rejected new batteries. The insulin pump did not keep bolus setting for longer than 2 days. The customer stated that the insulin pump's battery life was diminished down to a month or less and the belt clip was broken. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.